Manufacturer narrative:
Date sent to the FDA: 10/24/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. The needle broke when it was loaded onto the needle holder. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually and functionally evaluated. During functional testing three of the samples broke.